Manufacturer narrative:
The complaint sample was received for evaluation. A review of the device history record showed no anomalies. To date, the investigation has not been completed. An investigation has been initiated based upon the reported information.

Event description:
A surgical procedure for an anterior lumbar interbody fusion (alif) surgery and posterior instrumented fusion at l4-5 and l5-s1 was being performed. The l5-s1 disc space had significant collapse. The disc material was removed. The spin plate instrument was inserted and returned with normal resistance. As the surgeon approached, the 90 degree point where the spin plate normally locks into position, the instrument continued to spin freely past the 90 degree point. The plate did not lock. On further examination of the cage in the l5-s1 space, the surgeon saw that one of the two "lips" around the spin plate insertion holes was sheared off. He removed the shared "lip" from the wound. The spin plate was not locked into a 90 degree position but at an approximate 60 degree position and was not engaged into the endplates. The surgeon removed this cage without incident. The surgeon then inserted another 10mm, 12 degree, 35x27mm apod with a 12mm spin plate into the l5-s1 disc space. This second cage was inserted and the spin plate rotated and locked per standard surgical procedure and without incident. There were no other apparent complications due to this cage exchange. There were about an additional 15 minutes added to the length of the case due to the exchange of cages at l5-s1.